Manufacturer narrative:
The system logs and archive were reviewed but provided insufficient information to determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended, but the ssd was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep indicated that they registered and were accurate, but during navigation they were inaccurate by 2 cm. Using the side emitter accuracy was good until they touched the sella and then checked accuracy on the same anatomical landmarks after registration and were off. The site re-registered and were accurate again. The delay in procedure was less than one hour and there was no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site were using the non-invasive patient tracker (nipt) during the procedure.